Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported customer experienced high blood glucose over 700 mg/dl. The customer went to the hospital and troubleshooting could not be performed. The customer was suffering from memory loss and customer's parent stated they felt customer forgot how to use the device. The insulin pump will not be returning for analysis at this time.